Event description:
It was reported that the customer had a crack on her insulin pump and found that there were water droplets as well as condensation inside the insulin pump's screen. The customer's blood glucose was 136 mg/dl the customer was not aware of any event that could have caused the crack on the insulin pump. The customer did not mention that her running outside and entering a warm house afterwards could have caused the moisture. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and display window. The traces of moisture were found at the lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).